Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an external device. Pt was very difficult for patient services (pss) to understand clearly throughout the call due to the amount of background noise from the pt's side of the call. The reason for call was that it wouldn't turn on or off or do anything; pt stated that they couldn't get it to do anything even though they changed the batteries; pss clarified with the pt and pt confirmed that the programmer was not powering on. Pss had the pt remove the batteries from the programmer and check for damage/signs of corrosion in the battery compartment; pt confirmed no apparent damage. Pss asked the pt what kind of batteries were being used in the programmer; pt stated that they were using heavy duty batteries. Pss asked the pt if they had regular alkaline batteries to use in the programmer; pt stated that they did not have other batteries to use and that the programmer had been going on and off for days and all of a sudden the programmer just decided not to work; pt confirmed that the programmer was working before with the heavy duty batteries in place. Pss offered to replace the programmer, however pt declined and stated that the programmer was just given to them by jillian dougherty not too long ago; pss was unable to locate a record in cmf for a previously reported event/programmer replacement. Pss advised the pt to obtain regular alkaline batteries to use in the programmer to then see if the reported issue would be resolved. Pss was understanding that the pt stated that they had the stimulation set pretty high and that the stimulation was tingling them to death and that they were shaking. When pss attempted to clarify the event date, pt then stated that the issue started yesterday; pss is using month/year valid as the pt stated earlier on in the call that the issue started a few days ago. The patient reported that they needed help with their mystim and couldn't sleep because of it.